Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. The display read that 800ml had been delivered as compared to approximately 400ml that had actually been delivered.

Manufacturer narrative:
(B)(4).